Event description:
On january 8, 2024, senseonics was made aware of an adverse event where the user reported an infection at the insertion site. There was pus coming from the incision site but no pain or inflammation.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user reported prior to finding out about the infection at the site that she was diagnosed with a uti during her clinic follow-up earlier on the same day. The user's hcp is not aware of the event, but her nurse practioner and territory manager were notified. There was no medication prescribed for the insertion site, but the user is currently under antibiotics, cefuroxime axetil, for the uti. The user was advised to contact her hcp for further medical guidance. No further investigation is required.